Event description:
During baxter's functionality testing of a spectrum pump, the device did not have audio output. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. The failed speaker was replaced.